Manufacturer narrative:
B2: other, infection medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported receiving a "service code 4101" message two days ago, which did not clear. Patient stated that they had spoken with a manufacturer representative (rep) and were advised to contact patient services. Agent reviewed the information about the service code 4101. Agent redirected the patient to their healthcare provider (hcp) and rep for further assistance. Patient also reported that the wireless recharger button turned orange and continuously beeped the previous day and getting a not found message. Agent had the patient to reset the wireless recharger and closed all apps. Agent had the patient to connect to recharger app. Patient confirmed that the device connected successfully and that the implant battery was at 100%. Patient turned on therapy. During the call patient reported service code 3709. Agent had the patient to reset the wireless recharger again and closed all apps. Attempted to connect to recharger app. Patient confirmed message was cleared. Agent reviewed information and patient will call back if they require further assistance. Additional information was received from the patient. They reported that they got assistance via the manufacturer representative (rep) and corrected the problem. Since that time they had an infection in the incision.